Manufacturer narrative:
Medical records review: the patient had a vena cava filter placed in an infrarenal position via femoral access. There were no complications. Approximately three years post filter placement, lumbar spine and abdominal x-rays showed the filter in good position. Approximately five years post filter placement, a CT scan of the abdomen and pelvis showed the filter infrarenal in location, slightly tilted, but in place. No further mention of the filter was found in the records provided. The current condition of the patient is unknown. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five years post filter placement, a CT scan of the abdomen and pelvis showed the filter infrarenal in location, slightly tilted, but in place. Therefore, based on the provided medical records the investigation is confirmed for a tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with a trauma situation/motor vehicle accident and in conjunction with or before an orthopedic procedure. Some time post filter deployment, the filter allegedly tilt and embedded in the wall of the ivc and the filter could not be retrieved; however, there were no reported attempts to retrieve the filter. Patient status is unknown at this time.